Event description:
During baxter's device eval, multiple system error 105 alarms were observed in the device history log. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter rec'd and evaluated the device. The eval confirmed and reproduced the system error 105. It was determined that the alarm was caused by a failed upstream sensor. As a result, the upstream sensor has been replaced.